Manufacturer narrative:
Concomitant products: dvfb1d1 ICD implanted: (B)(6) 2019; esbf2814c103 stent graft implanted: (B)(6) 2018; etlw1616c124e x2 stent graft implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
One month post implant of the right ventricular (rv) lead, the patient experienced shortness of breath and chest pain with deep breaths and activity. The physician suspected a micro-perforation or pericardial irritation. The rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.